Manufacturer narrative:
Date of event: date estimated . Exemption number e2019001. (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. It should be noted that, per the intended use section of the mitraclip system IFU "the mitraclip system is intended for reconstruction of the insufficient mitral valve through tissue approximation" the investigation determined the reported single leaflet device attachment (slda) appears to be related to procedural conditions. The reported off-label use was due to the device being used on a tricuspid valve; however, the off-label use did not likely contribute to the slda. The tricuspid regurgitation (tr) appears to be due to the procedural conditions of the slda. The heart failure was likely a cascading effect of the tr; therefore, attributed to procedural conditions. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report single leaflet device attachment (slda), recurrent tricuspid regurgitation (tr) and heart failure. It was reported that on (B)(6) 2019, a mitraclip procedure was performed to treat tricuspid regurgitation (tr) with a grade of 3-4. One xtr clip delivery system (cds) was successfully implanted, reducing mr to a grade of 1. On an unknown date, the patient returned to the hospital due to heart failure symptoms. Transesophageal echocardiogram (tee) was performed and showed the implanted clip detached from the septal leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda), causing tr to increase to a grade of 3-4. It was noted due to constipation, elevated thoracic pressure occurred while using the facilities, potentially resulting in an slda. On (B)(6) 2019, a second mitraclip procedure was performed to treat stabilize the slda. One clip was successfully implanted, reducing tr to a grade of 1. No additional information was provided.